Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is alleging shut down without displaying the expected error message. The pump did beep and vibrate. Pump is being returned and replaced. No adverse event alleged.